Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 400 mcg/ml at 19.98 mcg/day and dilaudid 20 mg/ml at 1 mg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during a procedure. It was reported the 8709 was replaced with an 8781 on (B)(6) 2020 and would not be returned. The customer discarded. It was further reported there was no indication of a possible catheter issue until the doctor was operating yesterday. The managing hcp and patient had no complaints. During surgery, the doctor was unable to aspirate the catheter from the side port or from the catheter directly. There were no environmental/external/patient factors may have led or contributed to the issue. The catheter access port (cap) aspiration attempts failed. The catheter was replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history included chronic low back pain. The patient¿s weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2006; explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2020-may-18, additional information was received from the manufacturer representative (rep). They reported the reason for the initial surgery on (B)(6) 2020 was for a pump replacement due to estimated replacement indicator (eri).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a company representative. It was clarified that the cause of the inability to aspirate the catheter from the side port or from the catheter directly was not determined. The were unable to determine the cause visually.